Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) found that drawer 6.1 legacy half-height cubie on the main was not detected on the bus and noted no light emission diode were illuminated on the motherboard after manually opening the drawer. The fse identified a damaged retractor band caused by thermal damage, which was subsequently replaced. Diagnostics testing was completed, and the customer successfully inventoried a medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es g6s main drawer 6.1 had multiple cubies failing with the error message ¿device not detected on the bus.¿ the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.